Event description:
It was reported that the patient had their first spinal cord stimulation (scs) surgery in (B)(6) 2013. It was noted that the patient had a lumbar laminectomy, cervical fusion, and every procedure imaginable. They were at the point where the neurosurgeon gave the patient a choice between a three-level fusion, or to try scs to buy some time before having the fusion surgery. In the four months following implant the patient lost almost 30 pounds which they attributed to a diet, not scs. Before the weight loss the implant wasn't really noticeable; however, after the weight loss the patient had a clearly visible bulge where the battery was implanted. It was noted that the battery was implanted on the patient¿s back left hip, just below their waistline. In (B)(6) 2014, the patient had a paddle lead implanted with a thoracic laminectomy because the percutaneous leads moved. It was reported that aside from the two surgeries that the patient had to get to this point, without a doubt they were so very glad that they had the surgery. Most of the patient¿s pain was in their lower back and in both legs. It was noted that it was hard to get great lower back coverage with scs but a good programmer could make it happen. The patient reported that the device probably cut their pain by 60-70%. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).